Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 88% stenosed target lesion was located in the proximal left anterior descending artery (lad). A 2.25x28mm promus element stent was advanced to the lesion however, it was noted that the stent was dislodged in the mid lad. The dislodged stent was directly removed from the patient's body and the procedure was completed using a different device. No patient complications were reported and the patient's status was stable.